Event description:
An insurance company is alleging that a humidifier caught fire and burned a rug in their insured's home.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure. Twelve units of a model with identical heating chamber structure were pulled from warehouse inventory and ran continuously for two months with no incidents observed. No preventive cleaning (planned misuse) was performed during this two month period. Upon tear-down of the units, mineral buildup was observed, but it was not enough to cause the thermostat to open or the tco to activate.